Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - a dislodgement was reported one day after the implantation. The lead was successfully repositioned and remains active. No worsening of the patient&#62688;state of health was reported.